Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all-silicone foley catheter and 1 all-silicone foley catheter with syringe and packaging label. Verified material number 119314, manufacturing lot number ngjx3583 and batch number mykn5225. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, upon inflation solution leaked from eyelets. The balloon was dissected and 0025 pin gauge fit within perforation notch. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a pinhole at the tip of the foley catheter balloon, since there was a hole at the tip of the balloon, it came off even after we tried to inject water. This happened consecutively with the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a pinhole at the tip of the foley catheter balloon, since there was a hole at the tip of the balloon, it came off even after we tried to inject water. This happened consecutively with the same lot.